Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 1000 mcg/ml of fentanyl at 240 mcg/ml, 500 mcg/ml of clonidine at 137.5 mcg/day, 15 mg/ml of bupivacaine at 4.125 mg/day, and 40 mg/ml of dilaudid at 11 mg/day via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2017, it was reported that the hcp was unable to update the pump during an office visit on (B)(6) 2017. According to the hcp, they had tried 2 different programmers and turned off all electricity and the pump would not update. Additional information was received from the hcp. It was reported that they were able to interrogate the pump without problems, but after initiating an update, the telemetry started then stops after progressing 10% through and would show "invalid telemetry". The pump logs showed repeated logs of "clock set" and nothing else. A third programmer was tried and the patient was moved to a different room and same issues occurred. Troubleshooting with various programming settings and update attempts were unsuccessful. According to the hcp, the reservoir volume was less than 5 ml when the patient came in. The hcp was advised that if the pump was not updated, the alarm would sound for low reservoir and the drug change would result in the patient getting a slightly higher than desired dose of the new drug (fentanyl) after the old drug runs out. The desired new dose was 240 mcg/day but based on the current flow rate the patient would get 275 mcg/day. The hcp noted that they were aware of this and was not concerned about the higher dose. It was reported on 2017-aug-17 that the hcp had decided to replace the pump. The pump replacement was scheduled for (B)(6) 2017. It would be reviewed with the hcp that a manufacturer's representative from corporate could check the pump and determine if it could be updated. No symptoms were reported. Additional information was received on 2017-aug-23 from the hcp. The hcp reportedly called pump technical services and did as advised by the tech log. The patient's weight was also provided. The issue had not been considered resolved. The pump was still not updated and was being replaced. No further complications were reported.